Manufacturer narrative:
During our investigation, we received additional information from the physician stating that the patient developed granulomas two moths post-procedure. Further investigation into the possibility of the granulomas being caused by the coating of the implant was performed. We reviewed the extensive biocompatibility testing completed as part of this product's design and development and tens of thousands of these coil devices have been implanted since 2014; microvention has, during this time, received no complaints related to granuloma development in regard to this product. Although it is not possible to absolutely rule out this one patient's specific reaction in this complaint we have not received any similar reports.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an internal carotid artery (ica) aneurysm, the 3rd implant coil stretched while being positioned in the aneurysm and was unable to be withdrawn. The coil detached during the attempt to remove it with a snare and a stent was implanted to secure the stretched coil segment to the ica wall. There was no reported patient injury.